Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient.

Event description:
It was reported that the coil [device in question] became entangled in coils that had previously been placed in the aneurysm. As the physician attempted to reposition the coil under fluoroscopy, he observed the coil stretching and opted to deploy the coil where it was rather than attempting to remove the coil and risk breakage. He then used a stent to prevent any possible coil migration. There was no impact to the patient, who is reported to be in "stable" condition.